Manufacturer narrative:
(B)(4). Date sent: 6/24/2021. Upon review of the information provided, it was concluded that this event is a malfunction as it does not meet the FDA defined criteria of a serious injury.

Manufacturer narrative:
(B)(4). Batch #: t93n8r. Additional information was requested and the following was obtained: could you please confirm what is the severity of the burn in the bowel? By the observation of the general surgeon it was suggested to remove that portion of the bowel due to the burn. A degree of the burn was never technically determined. What medical intervention was used to treat the burn? Portion of the bowel that was burned was removed. Are there any anticipated long-term effects from the burn? Unknown did the procedure have to be converted to open? Yes the procedure was converted from laparoscopic to an open small bowel resection. Did the patient need any different type of post op care due to this issue? Yes, but details are unknown. What is the current status of the patient? Unknown. What is the surgeon¿s experience with the device? Yes, the surgeon has been using harmonic for over 5 years. Is the surgeon is aware that the active blade remains hot after use as stated in the IFU? The surgeon is aware the active blade does get hot. What heat management techniques were utilized to prevent thermal injury throughout the procedure? Unknown approximately how long was the device used in the procedure unknown how long after stopping activation did the device touch and scorch the tissue? The surgeon stated approx. 15-20 seconds. Was the post op care of the patient changed in any way as a result of this experience? I believe the patient stayed at least overnight as opposed to going home same day. The surgeon stated the patient is doing ok. Specifically for the "the tip blanched the tissue without activating": how long after stopping activation did the device touch and blanche the tissue? The surgeon said 15-20 seconds. Was there any medical or surgical intervention required? The portion of the bowel was resected. What was done to address the blanched tissue? The portion of the bowel was resected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a bilateral salpingectomy after the surgeon transected the right fallopian tube he looked through the camera and noticed that the harmonic came into contact with bowel and scorched it. The surgeon transected a portion of the bowel. When he was doing the left side, he transected the broad ligament with a new harmonic device. After that activation he took another bit. He noted that the tip blanched the tissue without activating the device. Unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Date sent: 5/27/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be non-functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.